Manufacturer narrative:
The marathon micro catheter was returned. The marathon micro catheter was decontaminated. The marathon was measured to be within specification. No issues were found with the marathon hub. No bends or kinks were found with the marathon catheter body. The marathon distal tip was found slightly bent. The characteristic of the bent marathon distal tip is consistent with tip shaping. However, information regarding if shaping was conducted with the marathon distal tip was not provided. No damages were found with the marathon distal marker/tip. The marathon micro catheter was flushed, water was found leaking from the marathon catheter body at ~3.0cm from the distal tip. Upon microscopic inspection, the marathon catheter body appears to have been melted at the location of the leak exposing the inner elliptical wires. The damage appears to be bilateral on the marathon catheter body. The damage was found to have caused a hole in the marathon catheter body. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿catheter leak¿ was confirmed as the marathon catheter body was found damaged (melted) and leaking. However, the report of ¿catheter separation/break¿ could not be confirmed. Although the marathon was found damaged, there was no separation of the catheter. It was reported the marathon micro catheter was flushed prior to use as indicated in the instructions for use. No issues were reported prior to use; therefore, it is likely the marathon became damaged during preparation subsequently causing contrast leakage within the patient. However, the source of the damage to the marathon could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marathon catheter has been returned and evaluation is in progress. A follow-up MDR will be submitted when the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the marathon microcatheter was found broken. Prior to the event, access was established and then the marathon microcatheter was advanced to location and contrast leakage was observed on the distal segment of the marathon. The microcatheter was withdrawn and a breakage was seen on the distal end of the microcatheter. The microcatheter was flushed as indicated in the instructions for use. There was no vasospasm. The vessel anatomy was not tortuous. The side of the distal end of the catheter had a breach (leak). There were no kinks or damage on the catheter. No embolic liquid had been used and a breach was found before the microcatheter was in place.